Event description:
It was reported that during an unk procedure, the device fired malformed clips. The procedure was completed with a new device. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.